Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, nipple hyposensitivity/hypersensitivity, other-medical.

Event description:
Healthcare professional reported the event of loss nipple sensation which is not device related. Patient later reported rupture and "not feeling well, (implant) had been leaking, getting super sick". Device has been explanted.